Event description:
Per dr, pt has histroy of falls. Had previously had 3mm implant. Pt received 4 mm implants approximately 2004. After some time pt tripped going up stairs - pt's bone did not break but 4mm implant broke above smooth shaft. Dr left threaded portion of 4mm implant in toe & removed other piece. Put k wire in. Fusion has "taken well". Only smooth position returned. Heads & shaft conform to spec. Unable to evaluate entire device.